Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The reporter did not know the blood glucose reading. The customer stated that she had been running and was perspiring leading up to the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. She reported that the last time this issue had occurred, she had to go to the intensive care unit. She declined to provide further details regarding the event, stating that it was not a big deal. Nothing further reported.

Manufacturer narrative:
The insulin pump was intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.